Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula is damaged/nearly broken and was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 450 mg/dl while wearing the pod. It was noted that the cannula is damaged/nearly broken and was possibly not inserted correctly into the infusion site. Hyperglycemia treated with bolus corrections.